Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-01229. The patient has two leads implanted with the same lot number. It was reported the patient is experiencing a pinching sensation from the right lead with stimulation on. The patient also reported some burning and pain at her ipg site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.